Event description:
"The sheath frayed during unfolding. Insertion of the treo 28-l2-15-080s device proceeded without difficulty, and it was placed proximally in the cl leg of the evar. Deployment then began. Initially, the sheath retracted slightly, as is usual. However, the leg did not begin to deploy. Eventually, dr. Teraa noticed that the leg was doing nothing and that he had almost reached the end without the leg deploying. Initially, it was thought that the sheath might have become detached from the valve, but this proved not to be the case. Ultimately, it was decided to remove the entire leg from the body, which fortunately proceeded without too many problems. After removal from the body, it became apparent that the stent rings were stretched (see attached photos) and that the leg had consequently not deployed." Patienrt outcome: "fortunately, the stent was still completely trapped in the sheath, and we were able to remove it safely."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.